Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 8 months after the implantation the patient was hospitalized for lead repositioning. The pocket was opened, and the lead was repositioned and remains implanted. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1connector pin. A proximal and a medial lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 21 cm distal to the proximal end of the medial lead fragment, the lead body was found squeezed and deformed. In this region the insulation was found rubbed through and the lumen structure was completely damaged. These findings can be considered as the root cause of the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.